Event description:
Upon opening a secondary IV set, a "foreign object" was identified in the tubing. There appeared to be a tiny hole in the tubing at the sight of the object. Rptr could not clearly identify the object. It may have been part of an insert. It was never used on a pt.